Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During review of 29 pages of a hospital discharge summary for a peritonitis event, it was documented that this patient had an initial diagnosis of peritonitis on (B)(6) 2025. The pd cultures obtained at that time were positive for serratia. The patient had been treated with intraperitoneal (ip) ceftazidime on an out-patient basis. No further information pertaining to that event was documented.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. Although no information was provided related to the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
During review of 29 pages of a hospital discharge summary for a peritonitis event, it was documented that this patient had an initial diagnosis of peritonitis on (B)(6) 2025. The pd cultures obtained at that time were positive for serratia. The patient had been treated with intraperitoneal (ip) ceftazidime on an out-patient basis. No further information pertaining to that event was documented.